Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient¿s cgm displayed 99 mg/dl with a flat-line arrow. He ate an egg salad sandwich, cantaloupe, peanut butter pretzels; however, his cgm value remained the same after ingesting the food. He replaced his sensor, the cgm battery was at 35 percent [presumed to mean his phone] so he plugged the charger in and went to sleep. At 3:00 am on (B)(6) 2022, he woke to five paramedics around him and IV fluid infusing into his arm. His wife noted he was unresponsive during the night and called emergency medical services (ems). Ems arrived, performed a bg which was in the 30s mg/dl and administered IV glucose and IV fluid. The patient regained consciousness and declined transportation to the hospital. Later that morning after the event, he found his tandem pump had been disconnected and he was not receiving insulin. His cgm displayed high; however, his bg was 334 mg/dl and he self-treated with insulin injections. He suspected that his cgm values had been running higher than his bg during the night which caused the loss of consciousness and hypoglycemia, as the pump continued to administer insulin at his basal rate. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.